Event description:
The patient was implanted with the ovation prime stent graft system to treat an abdominal aortic aneurysm (aaa). Approximately eight and half (8.5) years post initial procedure, the aaa was found to have still been growing. Only computed tomography (CT) scans were performed to detect the aneurysm growth and no angiogram was done; however, the physician elected to explant the stent grafts in (B)(6) 2024 (exact date is unknown). The graft was fully intact when explanted but it was covered in bile and pus. The proximal fixation stent of the ovation prime was not explanted and remained in the patient. The explanted stent grafts were not returned and the final patient status at the time was not reported to endologix.

Manufacturer narrative:
The device involved in this event was partially explanted and the explanted portion was not returned for evaluation as it was discarded. Patient medical records and imaging studies will be requested for further evaluation by the clinical specialist. If additional information pertinent to the incident is obtained, a follow-up report will be submitted.

Event description:
The patient was implanted with the ovation prime stent graft system to treat an abdominal aortic aneurysm (aaa). Approximately eight and half (8.5) years post initial procedure, the aaa was found to have still been growing. Only computed tomography (CT) scans were performed to detect the aneurysm growth and no angiogram was done; however, the physician elected to explant the stent grafts on (B)(6) 2024. The graft was fully intact when explanted but it was covered in bile and pus. The proximal fixation stent of the ovation prime was not explanted and remained in the patient. The explanted stent grafts were not returned and the final patient status at the time was not reported to endologix.

Manufacturer narrative:
The reported adverse event/incident was investigated in alignment with endologix operating procedures and work instructions. Where possible, it is endologix practice to make at least three good faith efforts to retrieve a reported adverse event/incident related device as well as medical records and medical imaging. An evaluation of the manufacturing record was completed. A review of the part number/lot number combination needed for device identification shows the device to have been properly manufactured and released in accordance with the device master record. The review confirms there were no manufacturing or processing non-conformities identified that would contribute to the reported adverse event/incident. An evaluation of the device could not be completed. The device was explanted but it was not returned to endologix for evaluation. A clinical evaluation of the adverse event/incident was completed. An examination of medical records and/or medical imaging received by endologix shows that the aneurysm enlargement of 10.2 mm and surgical conversion with explant are confirmed. This is consistent with the reported adverse event/incident. Device user, procedure or anatomy relatedness of complaint could not be determined. Procedure related harms identified were additional surgical procedures times three, hemodynamic instability, hemorrhagic shock, and abnormal blood loss. Post operatively the patient had abdominal compartment syndrome with large retroperitoneal hematoma, mesenteric tear, right iliac artery bleeding and ileum resection. The etiology of these events is unclear. The final patient status was reported as discharged to skilled nursing facility post operative day 16 and discharged to home post operative day 58. No additional investigation of this reported adverse event/incident is planned. However, should additional information relevant to the investigation outcome become available, a follow-up report will be submitted. Endologix will continue to monitor this and similar adverse events/incidents. Corrections: b5: describe event or problem has been updated. D6b: explant date has been updated. G3: awareness date has been updated. H6: investigation finding codes: remove code 3233. H6: investigation conclusion codes: remove code 11.